Event description:
It was reported that the pt knocked his head against the shower screen. After the pt put on his speech processor and was no longer able to hear with his device. The pt's father checked the speech processor and did not find any failure. The speech processor was tested again in the clinic with the same result. Testing was carried out which confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.